Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd

Event description:
On (B)(6) 2025, a patient underwent a catheter placement procedure using the powerline cv catheter. During the procedure, the piece of the tunneler broke off while attempting to remove the protective cover. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one tunneler with an attached protective sheath was returned for evaluation. Visual and microscopic evaluations were performed on the returned device. A complete circumferential break was noted on the proximal end of the tunneler. Upon microscopic observation, the edges of the proximal end of the tunneler appeared to be jagged. The surface was noted to be granular throughout. The edges of the distal end of the tunneler tip were noted to be jagged. The surface was noted to be granular throughout. Therefore, the investigation is confirmed for the reported fracture and material separation issues. The definitive root cause could not be determined based upon available information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B5, d4(unique identifier (UDI)), g3, h6 (patient, component, method, result, conclusion) section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a catheter placement procedure using the powerline cv catheter. During preparation, the piece of the tunneler broke off while attempting to remove the protective cover. The procedure was completed using another device. There was no patient contact.